Event description:
Procedure type: myomectomy. According to the reporter: during the procedure, one side of jaws was broken and fell into cavity. The fallen jaw was confirmed by x-ray and retrieved from the cavity. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).